Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported line came apart near distal smartsite bung when getting ready to hand chemotherapy. Line currently only has normal saline in it with no hazard. No pt harm or medical intervention was reported. Although requested, no further pt or event info was provided.